Event description:
It was reported that the device had error with programming weight-based bolus doses into the pumps. The root cause appears to be the way these are displayed on the mar: the most common error is programming the "ordered admin dose" (volume in ml calculated from the mg/kg dose and concentration) instead of the "ordered dose" in mg/kg, sometimes resulting in 10 fold errors. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had error with programming weight-based bolus doses into the pumps. The root cause appears to be the way these are displayed on the mar: the most common error is programming the "ordered admin dose" (volume in ml calculated from the mg/kg dose and concentration) instead of the "ordered dose" in mg/kg, sometimes resulting in 10 fold errors. There was patient involvement but no harm.